Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond when pressed. The probable cause was broken touchscreen. This was due to contamination caused by fluid ingress which altered the characteristics of the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.